Event description:
The customer alleged that he performed a control test and received a result of 288 mg/dl. The normal control range was 111-153 mg/dl. No adverse events were alleged. The customer did not have his meter or control solution with him at the time of the call, so further troubleshooting was not possible. The customer was advised to return his test strips for eval. Replacement test strips were sent to the customer.